Event description:
It was reported that the relion® pen needle clogged during the injection. The following information was provided by the initial reporter: "spouse of consumer reported needle clog during injection."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the relion® pen needle clogged during the injection. The following information was provided by the initial reporter: "spouse of consumer reported needle clog during injection."